Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for strep with kit grp a strep 30 test veritor a false positive result was obtained. Multiple attempts have been made to obtain additional information, the customer has not responded. The following information was provided by the initial reporter: the customer reporting a false positive results on strep kit part # "256040".

Manufacturer narrative:
H6: investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit grp a strep 30 test veritor (material # 256040), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for strep with kit grp a strep 30 test veritor a false positive result was obtained. Multiple attempts have been made to obtain additional information, the customer has not responded. The following information was provided by the initial reporter: the customer reporting a false positive results on strep kit part # "256040".